Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call damage to the customer insulin pump and had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump reservoir retainer ring came off and the reservoir will not lock in place. Customer's parent also reported that the insulin pump down button was unresponsive during bolus delivery. Customer's parent stated that battery replacement did not resolved the insulin pump keypad anomaly and the button remained unresponsive. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, missing serial number label, missing end cap address label and minor scratched lcd window. Device received with intermittent keypad button unresponsive due to peeling keypad overlay. No damage in the keypad assembly noted. Connector on electrical board was inspected and properly connected